Event description:
The customer states that one patient sample generated an axsym havab-m 2.0 assay index value result of 0.41(negative). The same sample generated an architect havab igm assay s/co result of 1.47 (positive). No further patient information was provided. There is no impact to patient management reported.

Manufacturer narrative:
This report is being filed on an international product, that has a similar product distributed in the us. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete. An investigation is in process

Manufacturer narrative:
Corrected assay name to axsym havab-m 2.0 reagent. There were no returns from the customer site available for this investigation. The investigation began with the testing of a retained sample (reagent kit stored at abbott laboratories) of the axsym havab-m 2.0 reagent, list number 6c69-20, lot number 69421lf00. All testing results met package insert claims; calibrators, controls and sensitivity values generated results within acceptable ranges. A review of control and sensitivity values showed that final lot approval and retained sample data are comparable and well within the specification ranges. Assay sensitivity, determined by testing havab sensitivity panels, resulted in 1.33 u/ml. These results meet the specification for final lot approval release (0.78 to 2.00 u/ml). In addition, a commercially available havab seroconversion panel (pht 902) has been tested and reagent lot number 69421lf00 detected the same bleeds as reactive with comparable values as a reference lot tested for a recent equivalency study. Based on these data it was shown that the sensitivity performance of reagent lot number 69421lf00 is not adversely affected. The manufacturing and complaint records for axsym havab-m 2.0 reagent lot number 69421lf00 were then reviewed and did not identify any problems relating to the customer's observation. The axsym havab-m 2.0 reagent package insert and the axsym system operations manual contain sufficient information to address the customer's issue. Based on the current investigation, the axsym havab-m 2.0 reagent, list number 6c69-20, lot number 69421lf00, is performing acceptably. No potentially related issues, including those of clinical significance, and no different performance issues were identified in this investigation and no further action is required. No malfunction of the device occurred. This is a final report.